Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged after the wound was sutured. The wound was re-opened, the ra lead was repositioned, and it remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead had dislodged after the wound was sutured. The wound was re-opened, the ra lead was repositioned, and it remains in use. The patient was enrolled in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.